Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent anterior colporrhaphy, incidental cystostomy and repair, cystourethroscopy due to cystocele, mixed urinary incontinence. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent a robotic laparoscopic hysterectomy, bilateral salphingectomy and right oophorectomy on (B)(6) 2015 due to endometrial polyp and left ovarian cyst. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent laparoscopic cholecystectomy w/intraoperative fluoroscopic cholangiography on (B)(6) 2008 due to acute calculous cholecystitis. It was reported that patient underwent diagnostic hysteroscopy, d&c, endometrial ablation via novasure on (B)(6) 2009 due to menorrhagia. No additional information was provided.